Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27895. It was reported that the patient's implantable cardioverter defibrillator incorrectly interpreted supra-ventricular tachycardia as a ventricular arrhythmia and delivered inappropriate shocks. Additionally, the right ventricular lead exhibited low defibrillation impedance and subsequent shocks were aborted. A lead integrity alert was delivered, but x-rays did not confirm the lead integrity issues. The lead was capped and replaced on (B)(6) 2021. The patient was stable.